Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The returned meter (B)(4) was tested with retained test strips. Control solution testing was performed. All results were within range specification and no errors were observed. No new issues were observed. The complaint is not confirmed.

Event description:
A customer reported he received an error-3 display message on his freestyle freedom lite blood glucose meter upon sample application, and as a result he experienced loss of consciousness on (B)(6) 2011 at 10:00 pm. The paramedics were called and they reportedly administered an intravenous glucose solution, and subsequently transported him to a health care facility where he was diagnosed with hypoglycemia, but did not remember the treatment rendered. There was no report of death or permanent impairment associated with this event.